Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mre review: a manufacturing record evaluation was performed for the finished device 7394549 number, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis and experienced left sided deflation post procedure. A loss in volume of the prosthesis was noted and deflation was diagnosed by a physician. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/19/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample an area of siltex cracking was observed on the posterior view. Leak testing was performed and it revealed a tear measuring approximately 0.4 cm within siltex cracking. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/23/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).